Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report transmitter battery died without warning on (B)(6) 2016. No injury or medical intervention was reported. Product data was reviewed on (B)(6) 2016. The reported event of transmitter battery dying could not be confirmed. A root cause could not be determined.